Event description:
It was reported to technical services on 10/27/2011 that this lead was on recall and was explanted. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).